Event description:
Event description guidant received information that the day after implant, this implantable transvenous defibrillation lead exhibited high shock and pacing impedance measurements. There is no noise on the electrograms.